Event description:
It was reported that "the head of the bed rises but the foot does not."

Manufacturer narrative:
It was reported that "the head of the bed rises but the foot does not. There is a place for a hand crank at the foot of the bed but I received no hand crank. Please tell me how to raise the bed both head and foot sections to keep the bed level. The problem is that while the head and foot sections work independently the entire bed will not rise and presents a severe sloop with the head up and the foot section stationary." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This Medical Device Report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 CFR Part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.